Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in worn condition, and a bubbled dso gasket. A review of the event history log found "system error 45636" and system error 43636" alarms. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. The motor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 45636. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date: unknown. D4: UDI number: unavailable. G4: 510k number unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.